Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery of the device was provided by the facility, and the following was observed: the esheath liner was delaminated with the delivery system balloon stuck in the distal part of the esheath shaft. The commander delivery system balloon had a larger profile. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath liner delamination was confirmed through the provided device picture. Per complaint details, 'during procedure, the commander delivery system balloon rupture during inflation' and 'during the removal of the commander system, there was difficulty passing it through the esheath, which was obstructed by the balloon and did not allow retraction. Therefore, it was recovered by arteriodissection'. In the event of a delivery system balloon burst, the IFU/training manual states, 'do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)'. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The altered balloon profile can be more susceptible to catch onto the distal end of sheath tip. As a result, excessive manipulation may have been applied which could lead to the reported liner delamination. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of burst/torn balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards columbia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system balloon rupture during inflation, due to severe calcification of the aortic ring. The decision was made to replace the delivery system. However, during removal of the commander delivery system, there was difficulty withdrawing the system through the esheath due to the balloon not allowing it to retract. The device was removed by surgical cutdown, and a new esheath and commander delivery system were used, and the valve was successfully deployed. Per images provided by the facility, the esheath liner was delaminated.